Event description:
It was reported that the ilet displayed recurring ¿38 ¿ consecutive stalled motor¿ alerts, followed by repeated ¿unable to proceed¿ alerts during the rewind process despite restarts, dry run without the body connection, and a full supply change; the device was replaced and the patient confirmed backup therapy and continued cgm use. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included interruption of insulin delivery and the need to transition to backup therapy until the replacement arrived. Investigation included guided troubleshooting with tubing disconnected, a dry run to assess motor and drive function, and a full supply change including rewind. Investigation of this case revealed persistent device alarm behavior consistent with a pump motor/drive malfunction not resolved by restart or supply change, with no evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.